Event description:
It was reported that an ilet displayed a ¿charge ilet battery low¿ message and would not power on, after which the user placed the device on the charger and later confirmed normal operation with no replacement needed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included remote troubleshooting and follow-up to verify device functionality after charging. Investigation of this case revealed that the device powered on and functioned after charging, consistent with battery depletion with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was depleted battery requiring charging.